Manufacturer narrative:
The ge service rep formatted the hard drive, but it failed the check disk. He removed and replaced the hard drive, flashed the nodes, reloaded the apps software, and configured the files. The system booted up several times and then failed to boot - indicating the sbc was defective. He removed and replaced the sbc, the system interface, the image processor and gen interface pcbs. He flashed the nodes, reloaded the ver 29, but could not load the software hard drive that was defective, (doa). He could not format the hard disk drive, so he ordered and installed a new hard drive and loaded ver 29 software and loaded the configuration files successfully. The rep could not duplicate the collimator iris error. He calibrated the collimator iris stops. He tested the system and booted it several times without issues. The system functions as intended.

Event description:
The customer reported that the system was slow to boot up. It also was reported that the collimator iris was too large and an error code appeared on the system